Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon impacting the glenosphere in an initial shoulder replacement surgery, the metal impactor broke into two pieces after a few strikes with a mallet. Surgeon was not striking it overly hard. Did not cause delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual examination of the returned product identified the instrument has the tip fractured. There are some signs of wear and damage. The features of the fracture surface were visually identified as a bending overload fracture failure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.